Event description:
Information received indicates when the brakes were engaged the foot caster did not hold.

Manufacturer narrative:
The technician found that the caster was out of adjustment. He adjusted the caster to repair the bed.